Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Only the probe was returned. Upon visual inspection and functional testing, it was determined the clear line on the probe manifold was not applied with sufficient solvent, causing the tubing to detach from the probe engine during pressuring on the console during momentary vitrectomy mode. The root cause is consistent with an error during the wetting of the tubing with solvent and subsequent insertion of the tubing to the probe engine during assembly. After an investigation of this complaint, it has been determined that no action will be taken at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that aspiration could not be performed and there were hole in the tube of the cutter during cataract/vitrectomy combined surgery. The condition of actuation was unknown. The surgery was completed after replacing the product with another probe. There was no patient harm.